Event description:
It was reported the stimulation was turning off with the patient¿s most recently implanted implantable neurostimulators (ins). They felt as though the device or devices were turning on and off. Additional information received reported the patient had facial paresthesia. They had infrequent ¿fleeting feelings of not being there (seizure-like)¿. The service life of the left battery was ok and it was at 3.02v. Please refer to manufacturer report #3004209178-2015-13744 for information on the patient's concomitant system.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v331899, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient had a loss of therapy and a tingling sensation they did not feel before. If the patient decreased therapy, the tingling stopped, but their tremors then increased. If therapy was increased, the patient's tremors were relieved, but they felt tingling. Nothing out of the ordinary had occurred, but the patient was known to trip and usually catch themselves on a wall. The patient had a recent implantable neurostimulator (ins) replacement procedure and the issue started after the replacement. The replacement of the ins was due to normal battery depletion.